Event description:
An optometrist reported inflammation and photopsia at lasik post-operative visit. Additional info indicated the pt's topical steroid dosage was increased. This report references the left eye. An additional report will be filed for the right eye. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).